Event description:
Patient's gender, age, and weight are unknown. It was reported to boston scientific corporation that during a hemostatic clip procedure, the clip would not open. The sheath was advanced out, but it would not open and was stuck. The clip was still attached to the catheter. Another hemostatic device was used to complete the procedure with no complications to the patient. It was reported that the patient is ok.

Manufacturer narrative:
A functional evaluation of the returned device revealed that by grasping the over sheath by hand, the bushing could be exposed. After exposing the bushing, the control wire could be actuated and the yoke was then deployed as per design. The end-user may have half deployed the device based on the clips being locked in the capsule and the yoke still remaining attached to the control wire. As evident by the over sheath being accordioned and the control wire being bent near the handle, the end-user may have exceeded the design limits of the device during use based on the dfu precaution(s) prior to use statements: the complaint as reported has not been verified through product analysis. The most probable root cause classification for this event is operational context, which indicates that the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance was limited.